Manufacturer narrative:
The devices under complaint were subjected to an extensive analysis. Upon receipt, the lead was found cut in two segments most likely resulting from the extraction procedure. A portion of approximately 1.5 cm between the two segments was not received for analysis. The inspection revealed severe abrasion marks at several positions of the lead segments. A bilateral outside-in abrasion of the insulation was noted as a result of wear at the distal area of the lead. No inside-out abrasion was present. The conductor cable to the rv shock coil and to the ring electrode was found exposed at this position. In addition the conductor cable to the ring electrode was found fractured in this area. Based on the characteristics and location of this damage, it is reasonable to assume that the lead had been subject to a severe mechanical stress in the implanted state. The diagnostic images received for analysis were inspected. The lead body was bent on two points in a small radius. It is assumed that the bends in short radii in combination with tricuspid valve interaction resulted in extraordinary mechanical stress. It cannot be excluded that a calcification of the tricuspid valve and an ingrowth of the lead at the positions of the bends in short radii contributed to the bilateral outside-in abrasion. This assumption is consistent with the abrasion marks.

Event description:
Ous MDR - after an implantation period of about 71 months, oversensing with inappropriate therapy was reported. A possible insulation breach of the lead was assumed. ICD and lead were explanted and returned to biotronik for analysis. Apart from the shocks, no further adverse patient side effects have been reported.